Event description:
Before the planned surgery, the doctor attempted to pull the peripherally inserted central catheter (PICC) line, but was unable to do so. When the PICC line was initially placed, a chest x-ray was performed to verify placement which was at the superior vena cava-right atrial (svc/ra) junction. Several days later, the PICC line was found to be in the innominate vein. A manufacturer representative was contacted regarding the product line.what was the original intended procedure?placement of dual chamber pacemaker.